Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.

Manufacturer narrative:
Troubleshooting was performed using a spare battery. There were no pads attatched to the AED. The AED powered on and displayed a service code. The service code was cleared after performing a manual self-test however the AED began alerting "pads missing".although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that several aeds at their facility were found to be non-functional. The customer indicated they were not aware of the maintenance history of the affected units. The customer did not report this occurring during patient use.